Event description:
It was reported that the customer experienced a blood glucose (bg) level between 584-651 mg/dl and vomiting. Additionally, an occlusion alarm occurred and the customer was using fiasp for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with zofran, intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.